Manufacturer narrative:
The event date is unknown. Additional information will be provided once available.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope presented a striped image. There were no reports of patient harm.